Manufacturer narrative:
(B)(4). The customer replaced the graphic user interface (gui) printed circuit board (pcb). The service engineer (se) downloaded the current revision software onto the ventilator. The ventilator passed self testing.

Event description:
Report received that, during patient use, the ventilator reset. There was no harm to the patient as a result of the event.